Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip fired fine, the second clip became caught on the first clip then scissored. The surgeon pulled the second clip off then attempted to fire the third clip, however, the clip did not advance into the jaws all the way so the surgeon pulled the device out and wasted the clip. The fourth, fifth, sixth clips fired fine. The seventh clip did not fully advance into the jaws so the device was removed. A second applier was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. A batch record review was performed and no anomalies were found during the manufacturing process.